Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during an unspecified procedure. The subject device image was lost, presenting a blank screen. The procedure was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during an unspecified procedure, the subject device image was lost, presenting a blank screen. The procedure was completed utilizing the same device. There were no reports of patient harm.